Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: etbf3216c166e, sn (B)(4), expiration date: 2018-07-12, UDI # (B)(4). Film evaluation summary: the exact cause of the reported occlusion in the right limb that extended up to the flow divider leading to right leg pain, numbness, and cold right leg could not be conclusively determined from the two still angio images provided. Pre-implant anatomy information, films at implant, post-implant films that showed the occlusion, and additional films during the secondary intervention were not provided. There was no obvious stent graft characteristics observed from the two images provided that could explain the cause of the occlusion. The right limb and right external iliac artery was essentially straight. Review of historical occlusion events have revealed that factors include patient condition, such as poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad, may have contributed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.6 cm abdominal aortic aneurysm. It was reported that the patient presented to the emergency room with pain and numbness in their right leg. It was also reported that the leg was cold. Thrombolysis was performed and a covered stent was implanted. It was noted that the stenting was done distally. The physician stated that the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.